Event description:
On 12/26/2007, the pt's father reported that the adhesive of the pt's infusion sets are not as sticky as previous types they have used. He stated that the pt is very active and the adhesive does not stick well to her skin. He stated that there have not been any blood glucose issues, the pt will simply state "my site fell out again." The pt was sent a different type of infusion set and upon follow up stated they were sticking much better. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.